Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 97754, serial# (B)(4), product type recharger.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient was charging too often. The rep reported that the patient was charging every 16 hours and that this was different than previously. The rep reported that the patient had been switched to high density settings on (B)(6) 2017 when the charging changed to every 16 hours. The rep reported that the patient switched back to low density settings, but the recharging required every 16 hours still. It was unknown if the ins amplitude had been increased. The rep was not with the patient at the time of the call, so no further troubleshooting could be done. Additional information was received from the rep on (B)(6) 2017. The rep reported that they were scheduled to see the patient again on (B)(6) 2017 as that was the soonest she could meet again. Additional information was received from the rep on (B)(6) 2017. The rep reported that the patient claimed that it shuts off and she noticed that the neurostimulator (ins) had turned off because she started having pain. The rep reported that when the patient charged at night and then wakes up at 3 in the morning with the battery depleted. The rep also reported that today the patient claimed her recharger wasn¿t holding its charge. The rep reported that the patient claimed she had to stay plugged into the wall more frequently now when charging and before she was able to move around with the recharger while charging. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that they determined the patient was not having good sustained coupling during her recharger sessions as well as not fully recharging her battery. It was reported the patient was given further education on recharging her stimulator and also was provided with the sticky patches to help her recharge. Rep reported they have not heard back from the patient so would assume the issues have been resolved but have not been told so by the patient.